Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported two transverse connecters would not seat on the rod during surgery. The set screws were reported to have cross threaded. These devices were removed and replaced. There was no delay greater than 30 minutes or patient impact. This is report one of two for this event.

Manufacturer narrative:
Additional information: the returned device was evaluated. There was no failure mode detected. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported two transverse connecters would not seat on the rod during surgery. The set screws were reported to have cross threaded. These devices were removed and replaced. There was no delay greater than 30 minutes or patient impact. This is report one of two for this event.